Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer's blood glucose level was 170 mg/dl. Additionally, the customer reported disconnecting the old infusion set tubing from the luer lock while connected to the infusion site. The customer was able to load a new cartridge successfully.